Manufacturer narrative:
The original MDR 3500a for this event was submitted in error.the abutment was returned with a failed implant. There is no report of a product malfunction or adverse patient impact for this event. (B)(6) 2021.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.